Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The machine did alarm. Estimated blood loss was 150cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment a new set-up. Sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.